Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 09/05/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2017 with the following findings: during investigation, moisture was found in the battery compartment. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal left of the grip pad, and from below the grip pad to the case seal. The pump was opened to find no further moisture damage.